Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine generator change, there was debris noted in the pacemaker's set screw. The debris was cleaned out and the screw was easily removed. The device was replaced. Patient was stable.

Manufacturer narrative:
The reported field event of debris in the set screw was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and the contamination in the set screw was noted to be blood. No anomalies were found.